Event description:
As part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage. It was reported the 3d9-3v transducer had a crack in the lens and would absorb and leak fluid. The transducer was associated with an epiq 5g ultrasound system. The issue was found outside of patient use and there was no patient or user harm. The service engineer confirmed the reported issue, finding the transducer head was cut. The transducer was replaced to address the customer¿s immediate concerns.

Manufacturer narrative:
A thorough investigation was performed that determined damages to the lens face was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.